Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Findings: pre/postop diagnosis : painful lt tha due to metalosis from metal on metal bearing procedure revision lt tha from metal on metal to a ceramic dual mobility bearing, extensive synovectomy, repair of gluteus minimus rupture and tear due to erosive changes from metalosis serum (blood) metal studies extremely elevated MRI showed cystic changes within synovium general anesthesia, no complications, specimens sent to pathology (no test results provided) immediately noted pathologic bursa tissue with draining hole through the gluteus medius tendon and muscle insertion ¿ tissue removed, other fluid collected for culture, tract going up through the gluteus minimus & fibers have avulsed off the soft tissue sleeve¿ repair done significant amount of pathologic tissue throughout the hip capsule, all extensively debrided & removed until only healthy tissue remaining acetabular and femoral components well fixed and remain implanted new dual mobility system provided stability and equal limb length pt tolerated procedure well and taken to recovery in stable condition device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unknown stem. Unknown cup. Multiple reports were submitted along with this report . 0001825034-2021-01644, (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on an unknown date. Subsequently, patient was revised due to pain and muscle/tissue damage due to metallosis. During the revision procedure the surgeon noted a rupture of the gluteus minimus and bursa tissue with draining hole through the gluteus medius through the gluteus minimus. The acetabular head and taper were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.